Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient's right hip was revised due to wear in the liner. Though the shell wasn't reported loose, the liner was built into it as a one-piece construct.